Event description:
It was reported that the screen of the device suddenly went black during use. Reportedly, the users were aware that ventilation was ongoing but were not able to interact with the device. It was then decided thereupon to replace the device in a controlled maneuver; no patient consequences were resulting from the event.

Manufacturer narrative:
The user facility did not involve the local dräger sales and service organization into examination of the device and did not provide further information. Hence, a case-specific evaluation is not possible; a reliable conclusion in regard to the root cause cannot be drawn. The device was in use for nine years now; status of repairs and preventive maintenance is not known to dräger. The workstation consists of two functional units - one is the ventilation unit and the other one is the cockpit with user interface. The ventilation unit is equipped with a secondary display from which - as confirmed for the particular case - the user can observe that ventilation is ongoing when the cockpit has a malfunction during a running ventilation epsiode. This helps that another device can be introduced in a controlled maneuver. It is recommended to have the device checked by trained service personnel. H3 other text : device not available for evaluation.